Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that the up and down arrow buttons were requiring multiple presses to get a response. The patient reportedly wore the pump exterior to garment and did not clean it. The patient denied exposing the pump to moisture or trauma. No further information was captured from the patient. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "down" and "up" keys show intermittent response to button presses. Keypad was intact and was removed to investigate: evidence of keypad contamination was located under the "up","contrast" and "down" contact buttons .